Manufacturer narrative:
Updated b.4, g.3, g.6, and h.2. Corrected h.6 type of investigation, investigation findings, and investigation conclusions. The device was not returned for evaluation. As no device lot number was provided, no device history review (DHR) or lot history review were able to be performed. During manufacturing of the certitude delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU for the delivery system was reviewed. Of note, the sapien 3 ultra is not indicated for use through transcarotid access. Potential risks associated with the overall procedure include potential access complications associated with standard cardiac catheterization, balloon valvuloplasty, the potential risks of conscious sedation and/or general anesthesia, and the use of angiography, including death. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no device problem was identified affecting distributed product, no product risk assessment (pra) is required. Additionally, since no edwards defect, which could have resulted in the event, was confirmed, no preventative or corrective actions are required. The difficulty tracking the system through the patient's anatomy, and subsequent injury, was unable to be confirmed as no device or imagery were provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of the IFU and training manuals revealed no deficiencies. Per the event description, ''during a tavr procedure in a patient with a 90-degree horizontal root, the 23mm s3u valve was deployed via carotid approach. There was tracking difficulty as the wire buckled into the bend of the ascending aorta and the valve followed. The sheath was pulled back to troubleshoot the issue. After valve deployment, a dissection was seen in the ascending aorta. The patient was taken to surgery where the s3u valve was explanted. A magna ease surgical aortic valve was implanted. The patient passed after being taken off cardiopulmonary bypass from poor rv function.'' Without applicable patient or procedural imagery and due to the lack of information, a definitive root cause is unable to be determined. A potential cause of the issue could be due to the patient's horizontal root within the landing zone as the wire had buckled into the bend of the ascending aorta and the valve followed. This can cause difficulty tracking the delivery system through the anatomy.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement procedure in a patient with a 90-degree horizontal root, the 23mm sapien 3 ultra valve was deployed via carotid approach. There was tracking difficulty as the wire buckled into the bend of the ascending aorta and the valve followed. The sheath was pulled back to troubleshoot the issue. After valve deployment, a dissection was seen in the ascending aorta. The patient was taken to surgery where the sapien 3 ultra valve was explanted. A magna ease surgical aortic valve was implanted. The patient passed after being taken off cardiopulmonary bypass from poor rv function.

Manufacturer narrative:
Investigation is ongoing.